Manufacturer narrative:
Concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3389s-40, lot# v017732, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v015168, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. Starting the night previous, as of the date of this report, it was stated the patient had 'been going downhill' and they were having trouble swallowing. The implantable neurostimulator battery was checked and it was determined the battery level was not low. Additional information has been requested, a follow up report will be sent if additional information is received.